Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device manufacture date - november 2015. Product location unknown.

Event description:
During a right knee arthroplasty procedure, the threaded pin fractured as the surgeon was removing the pin with a reverse drill.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Lot number - ni, expiration date - ni, device manufacture date - ni.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of the device could not be performed as the screw was discarded after the procedure. It was confirmed by the customer that the single-use device had been used in a previous procedure. It is stated on the package label (802.443) of the instrument and in the surgical technique section 5.3 that this instrument must not be used more than once. Root cause was determined to be use error.